Manufacturer narrative:
Compromised force sensor system alarm during prime test due to faulty force sensor resistor. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was 585 mg/dl. Customer believed the food they ate resulted in their high blood glucose levels. Customer treated their high blood glucose via insulin pump. Troubleshooting for the prime rewind was performed. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.